Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was in use while it was hot in the car prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 158 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.